Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Event description:
During an external compression on the sub talar joint (ankle fusion), the connecting bolt detached from the nail. It was then re-attached, however after the second attempt, it was noticed that the connecting bolt threads were stripped and therefore would not work properly. There was no delay in the procedure.